Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had high blood glucose. Customer¿s blood glucose level was 401 mg/dl at the time of the incident. Customer treated blood glucose with shots. Recent high blood glucose event began on (B)(6) 2017 at 2:20pm. Advised to change entire set, reservoir and insulin and treat per hcp's instructions. Customer declined to continue pump troubleshooting. Product will be returned for analysis.